Event description:
Customer reported that the pump screen was frozen, rendering it unresponsive to inputs. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. The customer resolved high bg by drinking cold water with salt. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.